Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: a820, product type: software product ID: hh90t01, serial# (B)(6), product type: mobile platform medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the patient was seeing "no pump found". The patient noted it was connecting at 91% and remained there for like minutes. The patient stated seeing 4 minutes remaining until the next bolus, with 5 boluses remaining. After several minutes, a bolus was successfully delivered. The patient requested a replacement handset. The patient was advised to continue monitoring the issue and to call back if it persisted. The patient later called back and insisted on getting a replacement.